Manufacturer narrative:
(B)(4). The investigation reported that the velara converter board had failed and was replaced. The field service engineer stated that the risk level is acceptable and no further action is needed.

Event description:
Customer reports a sporadic system malfunction during fluoroscopy.